Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the humidifier is not working. Patient tried using the device, but the heater is not functioning. The patient is getting bloody noses. Medical intervention was antibiotics and an inhaler. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the humidifier is not working. Patient tried using the device, but the heater is not functioning. The patient is getting bloody noses. Medical intervention was antibiotics and an inhaler. The device was returned to the third-party service center for further evaluation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. Sections d8, d9, h2, h3 h6 has been updated in this report.